Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon was prepped normally without any issues. During pullback to the arteriotomy, no resistance was felt and the balloon ruptured. When the device came out, it was tested on the back table and it was noted that the balloon was leaking. Manual compression was applied for 15 minutes. The patient was hospitalized for longer than usual (8 hours) due to the unsuccessful deployment. The patient status is normal.